Event description:
It was reported to philips that system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to power on. A review of the system logfile showed power issue on the control module and confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that the leds were not illuminated which confirmed the issue with power supply unit (pdu fan tray and the dc power supply). The defective pdu fan tray and dcps unit was returned for analysis, and it was found that the defective psu01 (power supply unit) was the cause of the reported issue. To resolve the reported issue, the fse replaced the pdu fan tray and the dc power supply (dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.